Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the hospital that the patient was admitted due to hemostasis. An echocardiogram (echo) was performed and the patient's hemodynamics were reported to be consistent with inflow valve incompetence. The patient expired; however, the cause of death was not reported to the manufacturer.